Manufacturer narrative:
(B)(4). Upon follow up, it was reported on an unknown date, the patient had completed the course of antibiotics and the effluent was clear. Nine days prior to the receipt of this report, the patient was discharged from the hospital. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with injection vancomycin (intraperitoneally (ip), 1 gram, every five days, duration not reported), injection fortum (ip, 1 gram, once daily, duration not reported), and injection heparin (ip, 2000 international units, three times per day, duration not reported) for the peritonitis event. Dianeal therapy was ongoing. It was unknown if the patient was recovered or was recovering from the peritonitis. No additional information is available.